Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Siemens determined that pre-analytical issues (specific sample characteristics, blood collection, transportation, and/or sample processing/handling in the laboratory) potentially contributed to the discordant results. Siemens specialists were previously dispatched to the customer's site to evaluate and discuss pre-analytical handling conditions with the customer. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated prothrombin time (pt) and prothrombin time international normalized ratio (inr) result, as well as a discordant falsely low prothrombin time percent (pt%) result were obtained on a patient sample on a sysmex cs-5100 system (serial number: (B)(4)) using dade innovin reagent. The sample was repeated for pt (extended) and inr (extended) on the same system with the same reagent, both of which recovered lower. The sample was then repeated on an alternate sysmex cs-5100 system (serial number: (B)(4)) for pt, inr, and pt% using dade innovin reagent. The pt and inr recovered lower and the pt% recovered higher. The sample was then repeated for pt, inr, and pt% on the same alternate system using thromborel s reagent. The pt and inr recovered lower and the pt% recovered higher. The sample was then repeated for pt, inr, and pt% on the same alternate system using dade innovin reagent. The pt and inr recovered higher and the pt% recovered lower. The sample was then repeated one final time for pt, inr, and pt% on the same alternate system using dade innovin reagent. The pt and inr recovered lower and the pt% recovered higher. This last inr result was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated prothrombin time (pt) and prothrombin time international normalized ratio (inr) results or the discordant falsely low prothrombin time percent (pt%) results.